Event description:
It was reported that the right ventricular (rv) lead had spikes in the superior vena cava (svc) coil impedance to greater than 200 ohms. The svc coil was reprogrammed off and defibrillation threshold testing was repeated successfully. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed there were patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2012. The daily pace lead trend data show various spike increases for superior vena cava (svc) defibrillation equal to 59 to 254 ohms range between (B)(6) 2012.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2012 (B)(6). (B)(4).